Manufacturer narrative:
As reported, the sorbafix device failed to fixate the mesh. During sample evaluation the simulated use test found that the first fastener deployed did not fixate the mesh, while the remaining four (4) fasteners deployed fixated into the mesh. No manufacturing anomalies were found. While a definitive root cause cannot be determined the most likely cause for the failure to fixate is the result of an event occurring during user/ device interface. However, based on the sample evaluation results, no conclusion can be made. Review of manufacturing records shows product was made to specification. (B)(4). The instructions-for-use supplied with the device adequately describe the proper technique for successful fastener delivery. The precautions section states, ¿if the fastener does not deploy properly, remove the device from the patient and test the device in air to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported, during a ventral hernia repair procedure, the sorbafix enhanced fixation device was used to fixate the mesh. It was reported that the surgeon was fixating into the soft issue and the fasteners did not fixate the mesh completely. It was reported that fasteners were falling into the patient's abdomen and were removed. There was no reported patient harm or injury.